Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to be caused by a faulty board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had the screen black out. The issue was found at preparation for use. The intended procedure was completed with another similar device. There were no reports of any delays, injury, or death. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event.